Event description:
Procedure; thoraco/wedge/segmental resection. Reportedly, the instrument fired but the staples would not form properly. Bleeding was confirmed from the fragment. Opened the pt and reinforced the fragment by hand sewing.